Event description:
The physician was attempting to use a sprinter legend balloon to treat a tight calcified rca lesion. It was reported that the balloon ruptured while inflating at 10 atm. The physician switched to another balloon to complete the procedure. No clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: (no device received for evaluation). Patient¿s condition affected effectiveness of device (tight calcified rca lesion). No results available since no evaluation performed (device not returned). Evaluation conclusions: unable to confirm complaint (no device received for evaluation). Device failure/lack of effectiveness related to patient condition (tight calcified rca lesion). (B)(4).